Event description:
Pt experienced the following symptoms: pregnancy after implants, spider veins in legs, shoulder problems, depression, capsular contractures, neck and arm pain, arthritis symptoms, muscle fatigue, swelling of hands and fingers, fatigue, left side and shoulder numbness, swollen neck glands, weight loss, cold hands and feet, and one implant is higher than the other. (Also see 1001334.)